Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are not filling correctly. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tubes are not filling correctly.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are not filling correctly. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tubes are not filling correctly.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-28. H.6. Investigation summary: bd received 70 samples from the customer in support of this complaint. 10 sample tubes, along with 10 retention tubes from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause of the reported issue.